Event description:
A blood center in the us filed a complaint alleging that a (B)(6) sample that was (B)(6) generated a (B)(6) result in pools of 6 testing on (B)(6) 2013 with the cobas taqscreen mpx test. The donor unit was not released due to the positive serology results. The donor sample has been requested for investigative testing.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).